Manufacturer narrative:
Date rec'd by MFR: 11dec2019. Date of report: 12dec2019. The service technician confirmed replacing the touchscreen has resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported touchscreen failure. The device is pending evaluation. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.